Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm-up was reported. On (B)(6) 2023, the patient had a sensor failure. Upon realizing this, the patient replaced his sensor. It is unclear how long the patient went without cgm readings. Once the new sensor completed the two-hour warm-up period, the cgm was reading high mg/dl. No bg meter comparison was done. The patient was also wearing an insulin pump (brand information not available). The patient also reported that he had a failed infusion set in addition to the sensor failure. The patient was generally not feeling well; therefore, the patient¿s wife took him to the emergency room (ER). At the ER, the patient¿s bg via lab work was 1124 mg/dl. The patient was admitted to the intensive care unit (ICU), diagnosed with diabetic ketoacidosis (dka), and treated with an insulin drip. He was in the hospital for 6 days and discharged on (B)(6) 2023. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.